Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medications included super poligrip original denture adhesive cream ((B)(4)) and fixodent. In 2004, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, zinc toxicity, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage that resulted in symptoms that include burning, numbness and tingling in upper and lower extremities and peripheral neuropathy". The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).